Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions on how to reset the pump, and after following these instructions, the caller successfully started a new sensor session without encountering the error again.